Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 7/6/2018. Device evaluation summary: the device was received at mentor without fluid. White material was observed within the device and on the shell surface. The product evaluation team discovered several creases on both views of the implant. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were discovered. Complaint was not confirmed. At this moment is not possible to determine the origin of the white material found on the device. The DHR was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on (B)(6) 2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: right mentor smooth round moderate plus profile, catalog: 3502275, serial number: (B)(4), lot: 5914051. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with mentor smooth round moderate plus profile 275cc saline prostheses. Bilateral deflation on the breast prostheses was diagnosed post procedure through a physical examination. As a result, the patient elected to undergo bilateral removal and replacement with mentor smooth round moderate profile 375cc saline prostheses on (B)(6)2018. This report is for the left breast prosthesis.